Event description:
It was reported that two days after implant, during a right ventricular (rv) lead revision, the physician inadvertently dislodged this right atrial (ra) lead. Consequently, it was decided to explant the lead and replace it with a new one. Normal sensing, impedance and thresholds measurements were noted for the new lead. A day after this intervention, the patient was checked again and normal lead measurements were confirmed. No additional adverse patient effects were reported. The product was received for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the helix mechanism in an extended position. Visual inspection found dried blood/body fluid in the helix housing and tip region. A cut was noted in the outer insulation of the lead likely due to explant damage, and blood/body fluid was noted in the lumen due to the cut. Testing was completed to assess lead electrical performance and measurements were within normal limits. Laboratory testing was unable to reproduce the reported dislodgement and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that two days after implant, during a right ventricular (rv) lead revision, the physician inadvertently dislodged this right atrial (ra) lead. Consequently, it was decided to explant the lead and replace it with a new one. Normal sensing, impedance and thresholds measurements were noted for the new lead. A day after this intervention, the patient was checked again and normal lead measurements were confirmed. No additional adverse patient effects were reported. The product was received for analysis.